Event description:
On 19 july 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, the physician was unable to successfully deploy one of the implants. Upon removal of the delivery device from the patient, the physician noted that the needle was broken and removed the broken portion from the patient¿s body. He confirmed the entire needle was accounted for after a thorough inspection. No patient harm or injury was reported.